Event description:
It was reported that a malfunction occurred on the pump with no notable events occurring prior. The customer¿s blood glucose level exceeded 500 mg/dl, but the specific value was unknown as it displayed "high." The customer had not addressed their bg at time of troubleshooting. Technical support provided information to reset the pump and assisted the caller in doing so. The malfunction code did not recur after the reset, and the customer was instructed to continue using the pump and to call back if any issues recur. The caller acknowledged and understood the instructions.